Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high monocytes (mo%) and neutrophile (ne%) results with blasts, imm gran, and variant lymph suspect flags generated by the coulter hmx hematology analyzer with autoloader. The erroneous results were not reported out of the laboratory. Hmx sample results did not correlate to manual smear and dxh 800 instrument results which were considered correct. Manual smear results are not available. The customer replaced lh700 series pak reagent on hmx and the result showed correct differential result. Results for three (3) samples from alternate unit showed differential results which the lab considered correct. Patient treatment was not impacted by this event.

Manufacturer narrative:
Controls are run per shift and were within established ranges pre and post the event. On (B)(6) 2010, lh series pak was replaced with a different lot and 5c abnormal ii control issue was resolved. A bci field service engineer (fse) discovered a leak above the pump module. Fse replaced parts on the unit and verified differential chemistry. A clear root cause can not be determined for this event.